Event description:
Today rptr purchased a sunmark home health care co mckesson copr over door head traction set. Prod no 456. Econ no 186-0584. Rptr's first use of this product, used as ordered by physician, directed in its use by a physical therapist, and assembled as directed, cut through a halter loop. The spreader bar is stamped out and has sharp edges. As a medical device this is very poorly made and should be recalled immediately.